Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the plaintiff's attorney claims the patient suffered multiple thermal burns to both the distal ileum of the small bowel and the right ureter. As a result, the patient has reportedly undergone a total of at least 6 corrective surgical procedures following the initial robotic hysterectomy. The cause of the operative complications is unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted benign hysterectomy procedure. The plaintiff's attorney alleges that the patient suffered multiple thermal burns to both the distal ileum of the small bowel and the right ureter on (B)(6) 2020. Per the legal document, the surgeon used the monopolar curved scissors (mcs) instrument heavily throughout the entire procedure. The small bowel injury required an exploratory laparotomy and repair on (B)(6) 2020. The patient continued to show signs of a peritoneal injury. It was determined that the patient had a right ureteral injury and underwent multiple ureteral stent procedures. The patient continued showing signs and symptoms of ureteral injury and ultimately required ureteral reimplantation. In association with the right ureteral injury, the patient also experienced a ureterovaginal fistula. The patient underwent surgical repair for the fistula but continues to experience issues from the fistula and other sequelae. Per the legal document, the patient has undergone a total of at least 6 unspecified corrective surgical procedures following the initial robotic hysterectomy.